Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic for follow up, the patient notifier did not vibrate when tested. Patient will be included into the merlin.net system. Patient in good condition.